Event description:
Per the clinic, it was reported that the patient underwent revision surgery under general anesthesia on (B)(6) 2025, in order to convert the patient to a transcutaneous osia implant system for a better performance. During the procedure, the magnet and internal fixture was removed and an implant was placed on the a new site.